Event description:
According to the facility, a physician attempted to apply opticlose to a wound using the new skin glue applicator in a normal manner. Upon breaking the ampule using the wings, the top dislodged and the internal glass ampule shattered, resulting in glass shards contacting the patient's skin and incision site. The site was cleaned and re soaked with irrisept, and steri strips were used to complete the case. No additional information is available at this time.

Manufacturer narrative:
According to the facility, a physician attempted to apply opticlose to a wound using the new skin glue applicator in a normal manner. Upon breaking the ampule using the wings, the top dislodged and the internal glass ampule shattered, resulting in glass shards contacting the patient's skin and incision site. The site was cleaned and re soaked with irrisept, and steri strips were used to complete the case. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.